Manufacturer narrative:
The affected infinity acs workstation cc was checked by drager service and passed all tests according to manufacturer specification. Drager received the information from the customer that the event occurred at 9:25 and that the user found the rocker switch ¿off¿ at the time of the event. The rocker switch is a mechanical switch on the left side of the device covered by a flap which is used to completely shut down the device. Evaluation of the log files revealed that on the date of event at 9:20 the log file recordings suddenly stopped for 23 minutes indicating that the device was switched off via pressing the rocker switch. The IFU cautions the user to not press the switch during ventilation and keep the flap closed to prevent accidental actuation. If the rocker switch is being used to switch off the device, the screen turns black and the emergency-breathing valve would open to ambient allowing for spontaneous breathing. As pressing the switch is an intentional action and not a device failure, no audible alarm is triggered. During startup of the device at 9:43 the device detected a temporary deviation of the auxiliary acoustical alarm which was visually and acoustically alarmed. A restart of the device was able to solve the issue and the ventilation automatically continued with the latest settings.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
The customer reported that the device shut off unexpectedly while in use. No patient consequences have been reported.